Event description:
The ge oec 6800 fluoroscopy system was reported to be slow to complete the boot up sequence, and the system would not fluoro once booted up.

Manufacturer narrative:
A ge oec service representative investigated the issue by phone, and it appears service was declined by the customer. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.